Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of humidifier not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation observed the pca burned and screen with scratches. The customer complaint was reproduced. There were multiple errors has been identified. The device was scrapped.